Manufacturer narrative:
It was initially reported that the head of the bed would not lower. Follow-up submitted as further investigation determined the fowler was stuck in an elevated position which will result in caregiver annoyance; however, it is not likely to harm the patient as the CPR release was functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the head of bed would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.